Event description:
The physician reported a vascular event one day after treatment with zyplast. There is a black area surrounded by erythema in the middle of the right nasolabial fold treatment area. The physician has prescribed prophylactic oral antibiotics.

Manufacturer narrative:
Device eval summary: we have reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.